Event description:
The fully charged autopulse li-ion battery (sn (B)(4) does not power on any of the customer's autopulse platform. The battery successfully chargers showing four solid green led lights. The customer tried the battery in multiple autopulse platforms. No patient involvement.

Manufacturer narrative:
The li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.